Event description:
Customer reported experiencing a seizure due to a low blood glucose level. Customer also reported not being on the insulin pump at time of the seizure. Customer stated that paramedics were called and he was hospitalized overnight. Blood glucose level was 46 mg/dl at the time of the hospitalization. Cause of the low blood glucose level was determined to be a combination of too much insulin and too little food. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.